Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing cell savers via a pump the blue injector port on the extension set cracked and leaked causing an intake of air which made the patients mac (multi access catheter)distal port to back bleed profusely on to the floor. There was 8 pumps infusing during the procedure. The patient was on a pump for 31/2 hrs. And was "somewhat "unstable coming off . The user noted earlier in the case that the tubing was twisting and kinking off between the blue injector ports. The user had significant blood product exposure to bare skin.

Manufacturer narrative:
Concomitant medical products: (8) pumps, MFR/model unknown; therapy date (B)(6) 2016. The customer¿s report that the one-way valve (blue injector port) cracked and leaked was not confirmed. However, a crack and leak were confirmed at the female luer. Inspection of the female luer under magnification revealed a vertical crack extending from the proximal end to midway of the adaptor; no stress or tool marks were observed. No cracks were noted on either one-way valve. Functional testing was performed; fluid was observed to leak from the cracked luer. The root cause of the crack was not identified.

Manufacturer narrative:
Additional information provided from customer's medwatch. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states; "near he end of a CABG x 4 and mitral valve repair, the hard plastic housing of the ex tension set on the tubing cracked and caused an intake of air, which caused the patients mac distal port of back bleed profusely on to the floor. This occurred after the cell saver blood was infused. The certified registered nurse anesthetist (crna) had difficulty finding the leak and had to contaminate herself doing so. The leak was so profuse, she got blood on her gown and bare skin, resulting in an exposure. Earlier in the case the tubing was twisting/kinking off between the blue injection ports. The cell saver blood, approximately 700-800ml was running in by gravity, and no pressure bags were being used. The extension set and tubing had been in use since he start of the surgery , approximately 9 hours. Manufacturer response for extension set with 4 way stopcock and 2 one way valves, extension set (per site reporter) will investigate when receive device